Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reported that the multigas unit was not displaying co2 readings on the monitor. The customer sent the device in for evaluation and repair. The reported problem could not be duplicated. The unit had no trouble obtaining and displaying a co2 reading. All gases were displayed and read within the service manual specifications. The unit was returned to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not showing co2 readings on the monitor. The customer has sent the device in for evaluation and repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was not showing co2 readings on the monitor.